Event description:
It was reported that the customer was hospitalized in (B)(6) due to a diabetic ketoacidosis. He misplaced his insulin pump. His most recent blood glucose level was 105 mg/dl. His site bled removing his infusion set. The customer also experienced pain at his site. Some infusion sets were bent over like an l shape upon removal. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-04893 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.